Event description:
It was reported that the cord caused a handpiece to heat up during a procedure. There was no pt or user injury, no delay, and no adverse consequences reported due to this event.

Manufacturer narrative:
The device has not yet been received by the MFR, so the investigation has not begun. A follow up report will be submitted when the product is received.